Event description:
On (B)(6) 2013, the patient¿s dad/reporter contacted animas on behalf of the patient, alleging an intermittent power issue with the animas insulin pump. At the time of concern, the patient had elevated blood glucose reading of 400 mg/dl with sign of ketones. The patient was given insulin via syringe and increase fluids. His blood glucose reading subsided to 301 mg/dl with insulin treatment. At the time of the call to animas, the patient was off of insulin pump therapy and is on the backup plan. The power issue was not resolved with troubleshooting. There was no battery indicator alarm. The subject pump did not have physical damage or moisture within. There was no evidence of product misuse. This complaint is being reported because the patient had elevated blood glucose and signs of hyperglycemia after the power issue began. The animas product was replaced and requested back for investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 02/12/2014 with the following findings: the power issue was confirmed in the black box but was not duplicated during the investigation. Unexplained power on resets observed in the black box. No damage found to battery compartment. Battery cap was not returned with the pump. New test cap was able to fully tighten to the pump with no visible yellow o ring showing. New test cap was used to exercise the pump for a 24hr duration period; no power interruptions were duplicated during this time. Pump successfully completed a delivery accuracy test. Removal of the pump cover showed no evidence of internal moisture. No damage to the power circuit was observed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.